Manufacturer narrative:
This supplement report was created to correct the 510(k) number from k103752 to k053097.

Event description:
A customer in the united states contacted biomérieux to report the occurrence of a false positive (resistant) cefoxitin screen test (oxsf) for staphylococcus aureus in association with the vitek® 2 ast-gp75 test kit. The oxacillin (ox) result was mic = 0.5 (susceptible). Alternate test methods were performed by the customer; cefoxitin disc, pbp2 and verigene were all negative. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested strain submittal from the customer. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a false positive (resistant) cefoxitin screen test (oxsf) for staphylococcus aureus in association with the vitek® 2 ast-gp75 test kit. The customer has not submitted repeat vitek 2 testing or this strain for investigation as requested. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. The vitek 2 ast-gp75 lot #2750753203 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in the united states contacted biomérieux to report the occurrence of a false positive (resistant) cefoxitin screen test (oxsf) for staphylococcus aureus in association with the vitek® 2 ast-gp75 test kit. The (B)(6) result was (B)(6). Alternate test methods were performed by the customer; cefoxitin disc, pbp2 and verigene were all negative. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested strain submittal from the customer. A biomérieux internal investigation will be initiated.